Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte-n¿ autoguard¿ shielded IV catheters were sheared when retracting the needle. The following information was provided by the initial reporter: "the pediatric ed nurses have experienced multiple instances of the plastic catheter shearing at the ends when the needle retracts. This has caused unnecessary sticks for multiple patients."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of bd insyte-n¿ autoguard¿ shielded IV catheters were sheared when retracting the needle. The following information was provided by the initial reporter: "the pediatric ed nurses have experienced multiple instances of the plastic catheter shearing at the ends when the needle retracts. This has caused unnecessary sticks for multiple patients."